Event description:
The shaft broke before it entered the patient's body. It appears that there may have been device lock up because of the wire not properly wiped down. Per the procedural physician, he may have been pushing too hard on the device due to the wire being "dry" when the breakage occurred.